Event description:
It was reported that during a stenting procedure, crossing difficulties and a stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous left external iliac artery. Vascular access was obtained via the left upper arm. A 0.014¿ thruway guide wire was placed and pre-dilation was then performed with a 6x40mm sterling balloon catheter without issue. The 9.0x40x135 cm express vascular ld premounted stent system was advanced into the patient, but was unable to cross the lesion. A 7fr non bsc introducer sheath was inserted for additional support. Resistance was noted while advancing the express vascular ld stent delivery system (sds) through the sheath and the stent subsequently moved approximately 5mm distally on the shaft. While attempting to retract the device, severe resistance was noted. The guide wire was exchanged for a 0.035¿ non bsc device and while the physician attempted to remove the introducer sheath and the sds as one unit, the stent dislodged from the sds into an upper arm vessel in the elbow. A 7fr short sheath was advanced into the upper arm vessel over the 0.035¿ guide wire. The dislodged stent was then able to be snared, but could not be pulled back through the sheath. Additionally, the physician was unable to remove the sheath and the stent together as the stent had become caught on the vessel wall. The patient underwent surgery to remove the stent which was successfully completed via access to the cubital artery in the upper arm. The physician noted that it was ¿possible that some force may have caused the trouble during procedure¿. The procedure was completed with another of the same device. There were no additional patient complications reported and while the patient remained in the hospital for an unknown time, their condition was reported as ¿good¿. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).